Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient throat cancer returned while using device in (B)(6) 2022. The user alleges seeking medical intervention after having a sore throat and alleges being seen at cross cancer institute due to cancer diagnosis. This complaint was received via social media. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient throat cancer returned while using device in february 2022. The user alleges seeking medical intervention after having a sore throat and alleges being seen at cross cancer institute due to cancer diagnosis. This complaint was received via social media. A correction is being filed as the ae outcomes in box b was incorrectly entered. It has been corrected in this report.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.